Event description:
A patient reported experiencing inaccurate erratic results with a lifescan, fasttake meter. The patient's blood glucose results were 217, 290, 239, 329 mg/dl. Tests were done within 10 minutes with a difference of 20%. Patient did not experience any adverse events.